Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised but no thermal damage was around the weld location. Any material missing was likely to be thermally induced rather than mechanically induced. The electrical continuity test failed. Failure analysis found the primary failure of broken conductor wire at the weld to be related to the customer reported complaint. The root cause was attributed to a device design. An additional observation not reported by the site, but related to the reported event was that the instrument was found with damaged insulation to the conductor wire near the broken conductor wire at the weld location. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing and no thermal damage was observed. The root cause was attributed to a component failure for the insulation damage to the conductor wire. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system (B)(4). The permanent cautery hook had 2 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the permanent cautery hook reportedly arced during a procedure. The instrument was returned and evaluated and found to have conductor wire breakage at the weld, and conductor wire insulation damage, which exposed the bare wires. A damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode and analysis findings could likely cause or contribute to an adverse event if they were to recur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument was defective and smoked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information on 10-aug-2021. The instrument was reportedly inspected prior to use and no issues were identified. The instrument was in use for approximately 10 minutes and then arcing was observed. There was no damage to the instrument after the arcing event. It was confirmed that the arcing was observed at the tips of instrument with patient tissue. The surgeon was cauterizing using the monopolar energy at the time of the event with both cut and coag settings at 3. The tips did not collide with any other instrument. At the time of the arcing event, the instrument was in contact with tissue and did not touch any staples, clips, sutures, etc. At the time. There was reportedly no patient injury as a result of the event, there were no post-operative tests performed, and the patient has not returned to the hospital due to any post-surgical complications due to the arcing event. No images or procedure video are available for review. Patient information was not provided as of the date of this report.